Event description:
During the second pass of the forceps, it was noted that the forceps was not working properly. A new forceps was then placed down the scope and a piece of the previous forceps was found and retrieved from the pt's lung. The forceps in question was then placed with the piece that was retrieved.